Event description:
Caller reported a malfunction on the pump, specifically with malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Customer attempted to reset the pump with assistance from technical support, but the issue persisted. It was decided to replace the pump, and a new one with updated software was sent. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Instructions on returning the problematic pump and steps for the replacement pump were provided, and they were understood and acknowledged by the customer.